Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient has been experiencing falls lately and presented in the emergency room. Upon interrogation, it was noted the pacemaker was exhibiting myopotential oversensing. The oversensing resulted in inhibiting right ventricular pacing. It was noted the patient may had fallen due to the oversensing inhibiting the pacing as the patient was pacemaker dependent but was not proven. The device was reprogrammed. The patient was stable.